Manufacturer narrative:
Insulin pump alarmed insulin flow blocked during the basic occlusion test and failed the prime/seating test due to dried insulin on the motor slide. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the insulin pump had insulin flow block alarm and they were tried to changing the reservoir and infusion set but it was giving the same alert while trying to go through the reservoir and tubing process. Customer blood glucose value was unknown. Customer stated that they found out the piston did not pushing the insulin out of the reservoir. Customer stated that they run displacement test and it failed. The device will be return for analysis.